Event description:
The pt was undergoing a total abdominal hysterectomy/bilateral salpingoopherectomy and appendectomy. Reportedly, the tip of the needle broke off. The surgeon was unable to retrieve the component.